Event description:
N/a.

Manufacturer narrative:
Fse resolved the issue by replacing d997-00-0596 tether assembly. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-0596 sn: n/a tether assy. This part was received with a reported unit failure message of tether from the doppler was defective. Performed visual inspection of this part received and found tether was defective. The failure analysis and testing dept. Verified the failure message of tether defective from doppler side. Retaining tether assembly in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1(event site postal code: 4800 rk & br). Fse resolved the issue by replacing tether assembly. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units tether from doppler is defective. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a